Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device is explanted and replaced with a non-abbvie device. This report is considered reportable to the FDA.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional later reported that there is no complaint against the device. This report is no longer considered reportable to the FDA.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device is explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device is explanted and replaced with a non-abbvie device.